Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the same cartridge to resolve the issue, and technical support instructed the customer to call back for troubleshooting if required.